Event description:
It was reported to boston scientific corp that an obtryx curved system was used during an unk procedure in 2007. According to the complainant, after the procedure, the pt presented with erosion. Attempts at follow up have been unsuccessful.